Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "intermittent cutting" (no code available). The nurse reported the footswitch is having intermittent issues with cutting. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch and cable. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).